Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not release from drill" was confirmed. During svc the device failed the pre-repair diagnostic assessment thimble lock operating test. If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device "will not release from drill" during surgery. It is known that the device was being used during surgery however no pt or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.